Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer; the customer to exchange the breath delivery (bd) to graphical user interface (gui) cable. Medtronic was not authorized to service the ventilator.

Event description:
It was reported that an 840 ventilator had an inoperable graphical user interface (gui) display. The ventilator was not in use on a patient at the time of the event.